Event description:
During the initial implant procedure, there was increased, but in range impedance values noted on the right ventricular (rv) lead. The rv lead was replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported event of high impedance was not confirmed. As received, a complete lead was returned in two pieces. Unable to measure lead impedance due to the ¿as received¿ condition of the lead. Electrical testing that was able to be performed did not find any indication of conductor fractures or internal shorts. Visual inspection x-ray examination of the lead did not find any anomalies. All damage noted is consistent with procedural damage.